Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that pauses greater than 5 seconds were occurring on the right ventricular (rv) lead connected to this pacemaker. Upon checking the device, the cause was determined to be the automatic threshold test. The feature was programmed off. The patient did not experience any adverse patient effects, as a result of the pauses.